Event description:
It was reported that the tip of an asahi gaia first guide wire had fractured during a percutaneous coronary intervention (pci) to treat an occluded lesion in the left circumflex artery (lcx). An asahi caravel microcatheter was delivered to the occluded lesion over a non-asahi runthrough guide wire. The guide wire was then exchanged to an asahi fielder xt-a guide wire. When attempts were made to cross the lesion with the fielder xt-a, resistance was met and the guide wire would not cross the lesion. The guide wire was then exchanged to the gaia first and attempts were made to advance the gaia first to cross the lesion. When the gaia first reached the distal true lumen of the lesion, the guide wire was found looped and unwound at the tip end of the caravel, and the wire tip was detached. The guide wire was exchanged to a fielder xt-a, which was successfully advanced through the lesion. Another caravel was advanced through the lesion over the fielder xt-a and reached the distal true lumen. After the fielder xt-a was exchanged to the runthrough, the caravel was removed. A 1.2mm x 12mm non-asahi balloon catheter was advanced over the runthrough and the lesion was dilated at 10-12atm. A 2.0mm x 15mm non-asahi balloon catheter was then inflated at 8atm. Angiography revealed that the lcx was patent. The proximal segment of the first caravel was cut off and a non-asahi extension catheter was then advanced over the runthrough and the caravel. Attempts were made to capture the detached gaia first fragment and entangle the end of the wire fragment with the runthrough to remove the wire fragment, but were unsuccessful. An asahi sion guide wire was advanced to the distal lcx to wrap the runthrough and the gaia first fragment. All the devices were pulled into the extension catheter and was then withdrawn into the guide catheter. The whole device system was then removed from the patient anatomy as a unit. After engagement to the ostial left coronary artery with another guide catheter, the runthrough guide wire was delivered again to the distal lcx and the procedure was resumed. The procedure was successfully completed with reestablished blood flow achieved by stenting and thrombolysis in myocardial infarction (timi) 3 flow was confirmed. There were no adverse patient effects associated with this event.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information, results of lot history records review, and referring to known similar event, it was presumed that torsion generated with wire manipulation might have been locally applied on the distal segment of the subject gaia first while the wire tip was caught by the occluded lesion. Consequently, the guide wire was fractured. It was concluded that this event was not attributed to product quality. As the reported gaia first was not returned for investigation, it was unable to completely rule out the potentiality that some wire fragment(s) might be left in the patient anatomy. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] ~ separation of the guide wire.

Manufacturer narrative:
**UDI related data quality updates only** as we received an email time-stamped saturday, july 6, 2024 1:27 am at our end from mr. John hines, MDR data systems team, to inform us of the discrepancies between the device identification fields of the electronic equivalent of the FDA form 3500a that we had submitted compared to the information included for the corresponding fields in the gudid. After comparing the information in the previous submitted MDR with that in the corresponding fields in the gudid, we determined to submit this supplemental report. The changes we intend to make are as follows: d1: brand name - from gaia first to asahi gaia first d3: manufacturer name, city, and state - from asahi intecc co., ltd. To asahi intecc co., ltd. D4: model # - from no entry to ahw14r007p catalog # - from ahw14r007p to no entry g1: contact office - from asahi intecc co., ltd. To asahi intecc co., ltd. H4: device manufacture date - from 22-11-2022 to no entry.